Event description:
A report was received that one of the patients leads was out. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that one of the patients leads was out. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70, sn (B)(4): device evaluation indicated that the complaint was confirmed. Visual and x-ray inspection found fractured cables on the clik x anchor site, 2 cm from the set screw mark. There were no cables exposed at the fracture site. The lead body gets kinked right after it exits the clik x anchor and it resulted in the reported complaint.